Event description:
Per home monitoring, shock impedance rose sharply in (B)(6) 2024 and has stayed @ >150 0hms. Iegms do not reveal any noise on the near-field iegms. Lead remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.